Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip replacement: (B)(6) hospital. Primary (B)(6) 2016. Patient under went at total hip replacement in (B)(6) 2016, 6 months later, he has unexplained pain in the joint, the surgeon first thought it was infected and treated the patient as per an infection. He had fluid collection, with high metal ions reported. The surgeon then thought it could be metallosis. A stage one revision for infection/metallosis was performed. The surgeon would like the prosthesis investigated to help with the reasoning as to what could event may have caused this issue. He would also like the prosthesis sent back to him, after depuy synthes has concluded their investigations, to send to dr walsh for further analysis.

Manufacturer narrative:
Pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrativ: product complaint # (B)(4). The returned product was examined by a depuy material scientist. There is nothing outward to indicate product error or contribution to the reported problem. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot = null. Device history batch = null. Device history review =null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 12 nov 2018. Follow up information received that there was no metalosis, no infection and metals ions were within normal limits.